Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the atrial fibrillation procedure, before transeptal puncture, when attaching the 20 cc syringe to the port and removing air to place the introducer in the patient, air was aspirated. This event occurred when flushing with heparinized saline immediately after the sheath was inserted into the body. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.